Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 37603 lot# serial# (B)(4) implanted: (B)(4) 2015 product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had been on a downward swing since around march 12 ¿ march 15 and they needed to rule out a stroke. No further complications were reported. Refer to manufacturer report #3004209178-2017-08268 for details pertaining to the reportable related event.